Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A seventy-three-year-old male patient with a history of coronary artery bypass graft surgery, coronary artery disease, diabetes mellitus, and renal insufficiency received an impella 5.5 device for low cardiac output syndrome or post-cardiotomy cardiogenic shock. Prior to impella implantation, the patient was receiving multiple inotropic medications, veno-arterial extracorporeal membrane oxygenation, and mechanical ventilation, indicating severe underlying disease consistent with stage e cardiogenic shock classification. On the first day of support, the patient had minor bleeding from a chest tube related to recent cardiac surgery. One day after impella initiation, the patient experienced decreases in hemoglobin and platelet levels, a finding that can occur in the setting of combined mechanical circulatory support with veno-arterial extracorporeal membrane oxygenation and impella. A computed tomography scan of the brain showed no acute abnormalities. The following day, the patient received one unit of packed red blood cells. By day four of support, continuous renal replacement therapy was initiated due to the patient¿s history of renal dysfunction. After a total of two weeks of mechanical circulatory support, the patient demonstrated native myocardial recovery, allowing for successful weaning and explant of the impella device.